Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Customer changed the infusion set multiple times. During troubleshooting with technical support, cause of blockage could not be located. Customer changed the pump supplies and resumed pump therapy.